Event description:
The customer received a control result of 173 mg/dl on the contour next ez.. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. Customer was advised to return the control solution for evaluation. New strips, meter and control were sent to him.